Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan on the sensor compared to an unspecified result from a built-in meter. The customer experienced dizziness and was unable to self-treat. The customer had contact with a healthcare professional who provided unspecified medical treatment for the reported issue however, no further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the report of "2 weeks ago from today" adc awareness date. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.